Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and consumer via a company representative. The company representative was asked to be at a pump refill because the hcp's office did not have a clinician programmer to perform the pump refill on their own. A normal pump refill was expected. When the company representative read the patient¿s pump and spoke to the patient, it was realized that the pump was empty. The patient then explained that the pump was supposed to be refilled in (B)(6) but her previous pain managing physician was no longer taking her insurance. So she had been looking for a physician to refill her pump. The pump was refilled by the physician. The patient¿s increased pain, increased anxiety, feeling scatter brained, chills, and nausea were almost resolved completely at the time of the refill. The patient¿s weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was currently receiving baclofen with concentration 2000 mcg/ml and morphine with concentration 2 mg/ml via an implantable pump for intractable spasticity. The brand/type of baclofen was unknown. Regarding the dose rates of baclofen and morphine, it was indicated that the pump was currently empty. The pump was currently on flex dosing. It was reported that an empty pump alarm was occurring. The company representative had access to a programmer. The logs revealed an empty pump date. The patient had missed a refill. The patient did not have a healthcare provider. It was noted that the patient¿s insurance changes caused her to have to find new physician. The patient experienced increased pain, increased anxiety, feeling scatter brained, had chills, and no vomiting but some nausea. The patient was on oral morphine until the pump could be filled. It was further indicated that oral baclofen was also taken by the patient regularly even with the pump. The physician who was filling the pump on (B)(6) 2018 was clarified, but it was not confirmed that he would be the patient¿s managing physician at the time of the report. The pump was to be filled on (B)(6) 2018. No further patient complications have been reported as a result of this event.